Event description:
Patient with mcrc underwent sirt treatment of right lobe (1.17 gbq) on (B)(6) 2019. After sirt treatment patient presented with diffuse rash (face, chest and back) that required treatment (grade 2). Prescribed treatment included: medrol dose pack, protonix, zantac, oxycodone and zofran.